Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the device logs did not corroborate the reported complaint. On the reported event date, the device did not recognized valid patient impedance through pads and only detected ECG leads throughout, with no "pads off" messages recorded. This suggests the pads may have not been fully applied or properly connected. The customer was contacted for clarification but was unable to provide additional details and indicated the event was likely user error involving a newer crew. The device passed all functional testing, and ECG signals were clear using the customer's multifunction cable and test pads. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.